Event description:
Refer to manufacturer report # 3004209178-2010-06363. A loss of therapeutic effect was reported. The pt turned the device setting up to 7.5 volts, and was not able to feel any stimulation. Typically, the pt keeps their stimulation setting around .5 or .6 volts. The pt visited a clinic, and an impedance reading was noted as being >10,000 ohms. The initial electrode impedance readings indicated all to be >10,000 ohms except for the lead combo 1-3, which was 1352 ohms. Electrode impedance was repeated at 1.5, and all pairs were >20,000 ohms. Conducting an x-ray was discussed. The pt's status was not reported. The pt has two device systems, and it is not reported if issue is in regards to both device systems or specifically one. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).